Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm. Micl12.6, -6.0 diopter, implantable collamer lens is too large for the patient, increased eye pressure. Will be replacing with a shorter length lens. No patient injury. However, the patient later stated " if there was something wrong the implant would have been removed". Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Doctor is not removing or replacing the current implant. The doctor felt because the view was hazy due to inflammation and pressure the vault size had to be too big, which must be leading to the increase in eye pressure. The patient was monitored for approximately 2-3 months. The patients pressure went down to normal range and vision is 20/20. The vault size is 100%. Pt is very happy with outcome. Patient code:1932 added to initial MDR. Claim#: (B)(4).